Event description:
Customer reported an issue with being unable to remove air from the cartridge, describing it as being vacuumed. There was no adverse impact to the customer¿s blood glucose level. Customer demanded a replacement cartridge and technical support agreed to send a goodwill replacement.